Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, it was reported by a vns treating physician to the manufacturer's consultant that the vns patient was seen on (B)(6) 2011 and showed high impedance. The week prior, the patient had a fall and it was thought that the fall could have been the cause of the high impedance because the patient has a history of the same issue. The patient's device is not yet disabled but will likely be at a later date if not immediately replaced. The patient was referred for x-rays. The date of the patient's last diagnostics was not known, but it was believed to be within normal limits. The patient's x-rays were received by the manufacturer for review. No lead breaks could be confirmed although the quality of the x-ray was poor. There was a portion of the lead coiled behind the generator that could not be assessed; therefore unable to rule out as potentially containing a lead break contributing to high impedance. The consultant obtained programming/diagnostic history from the physician and has sent to the manufacturer for review; however it has not yet been received. Surgery is likely, but has not been scheduled yet. When additional information is received, it will be reported.